Event description:
It was reported the catheter was being placed into the patient's right basilic vein at the bedside. After the clinician plugged the biosensor in and turned the console on to do the flush test, there was immediately a lot of static/ interference. The whole back was white. The clinician stated she has done a PICC insertion in this room before and there was no interference previously. She continued to place the PICC and the console only gave her the yellow symbol and no doppler, just white screen. The catheter was placed based on the p-wave elevation and a chest x-ray was taken. The catheter was in the mid/ lower superior venacava. There was no delay in treatment and no patient death or complications reported. It was noted the clinician and sales rep watched the playback. The playback showed a steady blue bullseye was received. It also showed she received the orange "do not enter" symbol, however, these symbols were not present during the actual case.

Manufacturer narrative:
(B)(4). The device will not be returned.